Event description:
During a follow-up, high threshold was observed. X-ray revealed that the lead had dislodged in the right atrium. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.